Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad cable/connector / cut on cable and failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to bad cable/connector, which cause is traced to component failure. Regarding the new reportable findings the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up/ inspection for use, the subject device exhibited no image, color bars stay when connected to processor. There were no reports of patient involvement.